Manufacturer narrative:
William cook (B)(4) initially reported event under manufacturer report #3002808486-2017-01988. New information was received identifying that the product was a cook inc. (B)(4). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
Pt allegedly received an implant on (B)(6) 2006 due to blood clots in lungs from legs. Pt did not provide evidence or allegations of adverse events. Pt further details pain in chest (middle of chest like a heart attack), sweating, regurgitation, numbness in arms, memory loss, second blood clot surgery in 2009, without further information.

Manufacturer narrative:
Additional information: investigation: it has not been possible to further investigate or evaluate this alleged event based on the limited information provided to date via the operative note stating ¿tulip - chest pain, sweating, regurgitation, numbness, memory loss, blood clot surgery". Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. Unknown if the reported chest pain, sweating, regurgitation and numbness are directly related to the filter. Unknown if the reported memory loss, blood clot surgery are directly related to the filter and unable to identify a corresponding failure mode at this point in time. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.